Event description:
It was reported that the patient heard the device tone six times in one day and that this had previously occurred once while in the shower and once while in bed. Patient denies any magnetic sources nearby. The device remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.